Event description:
The customer reported that the device would unexpectedly shutdown.

Manufacturer narrative:
(B)(4): the customer reported that the device would unexpectedly shutdown. The unit was evaluated by a philips field service engineer. The symptom was verified. The internal memory card was replaced to resolve the issue.